Manufacturer narrative:
No unexpected button error alarms were noted. However, the pump had intermittent button response on the act button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The father reported via phone call that the customer received a button error alarm. The customer's blood glucose was 194 mg/dl. The father reported the insulin pump was not exposed to moisture. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.